Event description:
This event was reported as 3-4+ aortic insufficiency. No further info provided.

Manufacturer narrative:
H3: examination of the valve in co's laboratory revealed calcification within each cusp which resulted in stenosis of the effective orifice area, multiple leaflet disruptions and incomplete coaptation. Host tissue overgrowth had encroached onto each cusp which contributed to stenosis of the valve and further disruptions in the leaflets. Mechanical injuries were noted in each cusp and appeared artifactual of explant. X-ray analysis revealed calcification within the aortic walls and bellies of each cusp. Stent distortion was also noted and appeared artifactual of explant. The primary cause for dysfunction of this valve was determined to be due to calcification. These findigs would account for the symptoms noted clinically. H6: 86= x-ray analysis.